Manufacturer narrative:
Correction: section h6 - patient code should have been 1154 rather than 2199.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-02346, 1627487-2020-02348, 1627487-2020-02349. It was reported two of the patients incision wounds were not healing; therefore the physician explanted and replaced the left s1 lead. The physician explanted the right l4 lead however was unable to replace it due to anatomy. Note: it is unknown which leads had the wound issue, as such all leads are being reported.